Manufacturer narrative:
Reliability analysis inspected 5 opened/used enlite sensors and performed visual inspection. One of the five sensors had a broken cannula, there were no parts missing and the other 4 remaining sensors performed the bicarbonate buffer test. One of those 4 sensors failed per specifications with low readings and the other 3 remaining sensors passed per specifications with accurate readings.

Event description:
Customer's mother reported via phone call sensor anomaly. Customer's mother advised the charger showed the transmitter was fully charged however it would not blink when connected to the sensor. Customer's mother wanted the sensor replaced as they were not properly functioning. Customer's mother advised the transmitter does not blink green, they receive sensor errors, calibration errors and change sensor alerts. Customer's mother advised sugar glucose versus blood glucose had large differentials. Customer was advised that the sensors would be replaced and agreed to return the products for analysis.